Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There was no patient involvement.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec also observed that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. Ventec replaced the control board to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.